Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4: it was reported while using bd vacutainer® sst¿ blood collection tubes with a bd acquisition device, one (1) patient experienced blood flowing back up the acquisition device when the blood collection tube was attached. The devices were replaced and the draw continued. No adverse impact was reported regarding the patient or user.